Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively, following a nuss limb lengthening procedure. The product was used as a skin glue and was applied at closure of the incisions. The patient developed a deep surgical site infection below the fascia causing tissue damage. The patient developed dermatitis. This occurred several days after the procedure. Patient hospital time was extended due to the event. Patient status is alive, with injury.